Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced a severe hypoglycemic event on (B)(6) 2016. The patient was sleeping on the couch and patient's wife saw that the patient was having a low and administered glucagon. Patient remembered a fingerstick reading, shortly after the glucagon was administered, that was around 60mg/dl. The patient was not using the continuous glucose monitor at the time of the event, as he did not have any sensors available. No additional event or patient information was available.